Manufacturer narrative:
Device passed self test and displacement test. No pump error 23 noted during testing, however pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace and pin one trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s current blood glucose was 140 mg/dl. Customer was unable to clear the alarm. Troubleshooting was performed. Customer was advised to revert to back up plan. The insulin pump will be returned for analysis.